Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the pt didn't think the ins was working. Pt said their back hurt real bad and they had gone like 4 days without having to charge the ins. Patient services asked for an event date and pt said a couple weeks ago, but then said if they were honest they don't know if the ins ever worked since implant. Pt unlocked controller and described seeing that the stimulation was off. Pt turned stim on using top white button and reported they were on group a, but stim still wasn't helping with the pain. Patient services reviewed that the pt could try increasing stimulation if they wanted and the patient was redirected to their healthcare provider to further address the issue if they couldn't get stim to help.